Event description:
All wires are single pt use only. Surgeon placed 1.25 threaded guide wire (cat #292.62) into left foot metatarsal area. The surgeon next placed the drill bit over the k-wire during which the drill bit cut the wire at the bone level. The wire was not removed during this procedure. The screw that was implanted during this procedure was the following 4-0 cannulated screw. 36mm (#207.636) x 1, 30mm (#207.630) x 1.